Manufacturer narrative:
The product was returned and analyzed. This lead was returned to boston scientific post market quality assurance laboratory intact (not severed) with the helix mechanism in a retracted position. Dried blood was noted in the helix housing and tissue entwined in the helix. It was noted body fluid/blood infiltration in this lead due to cuts through the outer insulation, around 17.8 and 22 centimeters from the terminal end, likely explant damage. The lead passed continuity and hipot testing, indicating intact conductors and no electrical shorts between them. Laboratory analysis was able to confirm the reported allegation of insulation damage, based on the body fluid/blood infiltration found. The low pacing impedance allegation was not confirmed, as lead passed electrical testing. The perforation, pericardial effusion, surgery and chest pain could not be confirmed by laboratory analysis.

Event description:
It was reported that this right ventricular lead was explanted and replaced due to a heart wall perforation. The impedance dropped from 1200 to 700 ohms shortly after implant. Due to this issue, the patient suffered an effusion and chest pain. At the explant procedure the physician noted blood inside the insulation. This lead was returned for analysis. No additional adverse patient effects were reported.